Event description:
On (B)(6) 2010, patient's wife reported patient had been diagnosed with dka while using his infusion device. Patient's wife reported patient had a blood glucose reading of 317 mg/dl on (B)(6) 2010. Wife stated she is not sure if he gave a bolus. Wife reported patient tested his blood glucose later that afternoon with a reading of 505 mg/dl and was driven by family to the emergency room. Wife stated patient's blood glucose at the hospital was 496 mg/dl and they removed him from the infusion device. Patient's target blood glucose range is 150-250 mg/dl. Wife reported patient was diagnosed with dka, a minor heart attack, pancreatitis, and pneumonia. Wife stated they are unsure when the heart attack occurred but estimated that it occurred sometime within the past week. Wife reported patient was treated for these conditions and kept for additional tests and observation. Wife stated patient was just released today and sent home on antibiotics and changes in his medications were made. Wife reported the infusion device did not display an error or alert. Wife stated the elevated readings began to occur on (B)(6) 2010. Wife stated patient has had a lack of activity for the past couple of months due to other illnesses and depression. On follow up call on (B)(6) 2010 wife reported patient had a massive heart attack 2 days after the call and has been in the hospital since and will be coming home on (B)(6) 2010 and entering hospice care. Wife stated they will return the infusion device as soon as they can and may not need a replacement. Product was replaced and requested return of the alleged product for evaluation. On call back on (B)(6) 2010 wife reported patient had been released and was home one day before entering hospice care. Wife stated the patient remained on the primary infusion device and died from a heart attack and kidney failure on (B)(6) 2010. Wife reported they were going to switch to the replacement once the insulin cartridge was empty but the patient died before that occurred.